Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have experienced significant dental issues that include tooth loss and infection which their dentist attributed directly to the aligners. They have discontinued use of the aligners due to professional advice that was given.